Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use to treat the lesion. However, it was observed that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use to treat the lesion. However, it was observed that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed the tip and exit notch was damaged. The balloon is loosely folded and there are multiple kinks along the shaft. The shaft is broken 49.8cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities.